Event description:
The lead was explanted and replaced 3 days after the implantation due to dislodgement.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed that the fixation helix was found partially compressed in the lead tip due to coagulated blood and tissue residuals. After thoroughly cleaning the helix it could be properly deployed and retracted according to the technical specifications. No further deviations were found that might have contributed to the clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.